Event description:
A customer observed a lower than expected vitros tsh quality control result (0.5657 vs. An expected result= 0.820 miu/ml) for a single proficiency sample run on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that erroneous patient results were obtained or reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation has determined a lower than expected vitros tsh result was obtained from a quality control fluid on a proficiency sample while using 5600 integrated system. There was no indication an instrument issue contributed to the event. The most likely cause is a vitros tsh reagent lot 4061 related issue and is a combined effect of two factors. A negative bias with vitros tsh lot 4061 as evidenced by values recovered from quality control fluids, and normal within calibration variation. Neither one of the factors would have individually resulted in the magnitude of the bias observed in this event. Acceptable vitros tsh performance was achieved using vitros tsh lot 4150.